Manufacturer narrative:
Device received with blank display due to moisture damaged lcd board. Unable to perform operating current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Device had cracked lcd window, cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and blank display. The customer¿s blood glucose level was 558 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The customer stated that the insulin pump was exposed to sweat while playing tennis. Customer stated the insulin pump was not bumped or dropped but cracked on the screen. The insulin pump will be returned for analysis.